Event description:
Drive is the initial importer of the device. End-user claims that the cane does not stand on its own as advertised and she has fallen 3 times when trying to pick the device up off the floor. End-user has allegedly injured her right shoulder during one of these incidents and was allegedly told by an orthopedist that she "re-tore her rotator cuff". However, none of the allegations have been confirmed by medical scan. We are awaiting further information from end-user after unrelated heart surgery is to be completed.